Event description:
It was reported that during the device changeout due to elective replacement indicator (eri), the physician retracted the right atrial (ra) setscrew with the ra lead still in the header of the implantable cardioverter defibrillator (ICD). Due to this event, pacing was inhibited and the patient went into asystole while in pacing mode aai-ddd. When the set screw was re-tightened the pacing returned. It was believed that this was caused by noise in the header block from the wrench. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).